Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse was able to confirm the complaint by reviewing the previous customer runs. The issue was reproduced by running test samples. The sample nozzle would move over the sample cup but would only move part way down (z-axis), coming back up without picking up any sample. The issue was resolved by expanding the hole for the ground wire of the pcb for level sensing (eki board). The fse validated the instrument by running quality controls (qc). The qc results passed and were within published ranges. The aia-360 instrument is functioning as expected. A 13-month complaint and service history review for serial number (B)(4) from 04jan2019 through aware date 04feb2020 was performed for similar complaints. There were two similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2011 - air detected [sample] description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. The probable cause of the reported event was due misalignment of the ground wire for the level sensing board (eki board).

Event description:
A customer reported getting error message 2011 air detected on the aia-360 instrument. The technical support specialist (tss) had the customer inspect the sample needle which was observed to be straight. The tss also had the customer clean the sample needle but the error persisted. The customer observed that the sample nozzle did not go all the way down into the sample during one of their control runs. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.